Manufacturer narrative:
Controls were run prior to the event and results were within the established ranges. Per customer, the issue was sample specific.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding one false low acetaminophen (actm) result of 0.3ug/ml generated by the unicel dxc 860i synchron access clinical system. The customer verified the result by dilution and obtained higher results of 68.0 and 69.9ug/ml. The neat sample upon rerun also yielded a higher result of 71.3ug/ml. There was no affect to patient with regard to this event.